Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing display; the display flashed darkness and whiteness. The patient's blood glucose at the time of incident was 160 mg/dl. The buttons became unresponsive as well. During troubleshooting the caller stated that there was a crack by the battery compartment. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional¿s instruction. The insulin pump was returned for analysis.

Manufacturer narrative:
The device passed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The device was not received with blank-flashing white display, missing segments, partial display, audio or beep anomalies during testing. The device was received with cracked battery tube area, scratched casing, deep and minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked battery tube threads, faded serial number label, slightly peeling end cap address label, slight corrosion on force sensor assembly, moisture damage on motor home switch and moisture damage on all electronic assemblies.